Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
A male patient of unknown age was treated for cardiomyopathy. An impella 5.5 smart assist cardiac pump was used for hemodynamic support, which perforated the left ventricle. After explantation of the impella heart pump, veno-arterial extracorporeal membrane oxygenation (va-ECMO) was implanted. Subsequently, the patient was awake and stable.